Event description:
As reported by the user facility: hello my name is (B)(6) and I'm a work here at (B)(6) and I'm calling in some bloodlines that we have noticed that the there's little, little, little microbes noted at the arterial line where the red blood lines connect to the patient's needles or catheter there's little bubbles that are forming in that area lot number is a2500204 and it's the bbraun it's the bbraun blood lines and if you can give me a call back at (B)(6) I have pulled like 4 boxes off the floor so we're not using those at this time but I would like to know further inspections so again my phone number is (B)(6) and as for (B)(6) thanks bye okay.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were provided for evaluation. Although no samples were provided, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). See attached urgent medical device correction for additional details including the scope of product potentially impacted. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.